Manufacturer narrative:
Eval: method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced a kinked infusion cannula and this caused her to waste 150 units of insulin. Alleged infusion set was discarded and was not requested for evaluation. Multiple attempts were made to f/u with pt, and these attempts were unsuccessful. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.